Manufacturer narrative:
Returned device was received in decent physical condition. The top case was chipped on the corners, the bottom case was also cracked by the l-bracket and the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the check clutch error immediately alarmed during the occlusion test. The position pot cable was found to be disconnected from the main board. This was caused by the customer disconnecting it. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a travel coarse error indicating "check clutch/plunger lever". There were no reported adverse events.